Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported 4fr single lumen power PICC inserted on (B)(6)2025 for long term IV antibiotics via hith with 6cm external measure and securacath attached to a baxter and sent home without issues on (B)(6)2025 hith rn reported PICC was "sluggish" and baxter not completely finished - reported that after pulsatile flush was ok 15/1/25 hith rn reported small amount leaking from insertion site - was to present to hith office for review next day (B)(6)2025 hith office visit s/b ivat rn - found PICC to be positional- not working when arm bent - not leaking after multiple flushes/dressing changes cxr done - tip in good position. Request by ivat to xray the PICC insertion site also significant found at 2cm internal from insertion site - advice given was to withdraw line 3 cm or until kink is external hith rn attended to this as ivat very busy - 3 cms withdrawn patient attached to baxter and was on the way home when significant amount of blood oozing from insertion site - returned to hith office reviewed by ivat line pulled out further and at 10cm mark was noted to have a hole and leaking PICC removed completely kept and photos taken patient received an usgpivc to which baxter was attached full disclosure given to patient the potential risk was for blood stream infection and excessive bleeding patient re presented in (B)(6) 2025 requiring another PICC - 5fr double lumen PICC inserted in left upper arm treatment completed without issue.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed at the 10 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The catheter is flattened between the 4 cm and 6 cm depth markers. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.